Event description:
It was reported that an ilet pump¿s sleep/wake button became unresponsive despite proper charging, cleaning, and case removal, with no vibration feedback on press or hold, and the user relied on placing the device on the charger to access the screen; a replacement device was provided and the original was requested for return. Symptoms included inability to interact with the device via the sleep/wake control and inability to unlock for meal announcements. Outcomes included temporary workaround by using the charger to wake the device and performing manual meal insulin dosing, with continued cgm use. Investigation included troubleshooting, confirmation of button non-responsiveness without tactile feedback, and arrangement for device replacement. Investigation of this device revealed a nonfunctional sleep/wake button consistent with a mechanical or switch failure of the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the sleep/wake button.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of sleep/wake button unresponsive was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.